Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The investigation was unable to identify what the foreign material was. Information concerning IFU reprocessing steps was requested but no response was provided. There was no evidence of physical damage to the subject device. Consequently, investigators were unable to confirm a definitive root cause for the reported failure mode. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection the gastrointestinal videoscope exhibited foreign material inside the air water tube, jet tube, and the air water cylinder. There were no reports of patient involvement.